Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were used and there has been an increase of hemolysis. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis. A review of the device history record was completed for batch 8285921, reorder number 367986. Product was manufactured at the bd (B)(4) site (B)(4) 2018. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer sst blood collection tubes were used and there has been an increase of hemolysis. No serious injury or medical intervention was reported.